Event description:
It was reported that a patient underwent an ion endoluminal biopsy procedure on (B)(6)2022. A nodule sized as 1.7cm located in the right upper lobe and a nodule sized as 1.8cm located in the left upper lobe were both biopsied. The pathology results showed malignant adenocarcinoma. After the procedure, a pneumothorax was identified via chest x-ray, and a chest tube was placed to resolve the pneumothorax. The patient was admitted for 2 days and then discharged on (B)(6) 2022 with no other post-procedural complications. It was confirmed that no malfunction of an ion system, instrument, or accessory occurred during the procedure.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The system log review could not be performed as the logs were not available.